Event description:
Adverse event(s): "post-operative inflammation". (Inflammation). Product problem(s): "no device problem identified". (No known device problem). A surgeon reported toxic anterior segment syndrome (tass). The administrative director reported that hand pieces are flushed immediately after use with sterile water, both sterilizers have been cleaned by a facility person, and the preoperative eye drops are used multiple times. They have changed to disposable cannulas and blades as some of the reusable cannulas were found to have rust on them. She mentioned "some instruments" also had rust, but did not state which ones. The sterilizer was checked again and the service technician stated the inflammation was in relation to the sterilization containers as there were instances of inflammation prior to the use of these containers. This is the sixth of six reports of post operative inflammation for the same facility. A clinical site visit has been scheduled for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).